Event description:
Reference MDR #1219856-2011-00319 for the first event involving the same pt. It was reported that while in the cardiac care unit, the intra-aortic balloon (iab) was inserted. Upon usage, the hub near the a-line was found leaking. As a result, the iab was removed and replaced with a maquet ((B)(4)) to finish the procedure. There was no reported pt death or injury. Medical/surgical intervention was not required. There were no reported pt complications. The pt outcome is listed as fine. The delay in treatment was for the timeframe it took to insert the successful iab.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.